Manufacturer narrative:
Concomitant medical products: product ID: th90g02, serial#: (B)(4), product type: mobile platform. Product ID: 3058, serial#: (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that during surgery, one of two implantable neurostimulators (ins) could not be interrogated. When tapping connect, the serial number of the near ins was not shown and could not be selected. Factors that may have led or contributed to the issue was a potential for electromagnetic interference (emi) in the operating room (or). Actions taken was the clinician programmer was used to interrogate without any problems. At the start of surgery, the ins on the left side could be interrogated without problems after trying to interrogate the second ins, the first one could not be found by the telemetry module anymore. When starting to interrogate the second ins, no serial number was shown and needed to be entered manually. After entering the serial number, a power on reset (por) error was shown. Then, programming of the second ins was possible. The first ins was not able to be interrogated. The issue was not resolved and no surgical intervention occurred or was planned. Later, it was reported that all programming steps were successful with the same products. No replacement required and no product would be returned. Both inss could be set up to one bilateral configuration.